Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported an implant fracture 18 months after placement at tooth site 25. The process was completed with another implant. On (B)(6) 2023 placement of unit zirconium crown. On (B)(6) 2024 patient had implant fractured on tooth location 25 (came with implant on hand). On (B)(6) 2025 the rest of the implant was removed, bone graft was performed. Another implant will be placed on (B)(6) 2025 and a new crown will be placed on (B)(6) 2025.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xifnt3210, (osseotite tapered certain implant 3.25 x 10mm) for evaluation. Visual evaluation was performed; a fracture has been identified on the implants bottom. Device history record (DHR) review was completed for the subject lot number 2022080252. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022080252, for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the bottom. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.